Event description:
It was reported that the customer had a button error alarm on the insulin pump this morning. Customer's blood glucose level was 223 mg/dl. Customer stated that he woke up and there was a button error alarm. Customer was having a keypad issue and it was scrolling and ramping without any input. Customer took the battery out and inserted it in. The, the customer powered it up and went to bed. When the customer woke up, there was another button error around 4am. Customer stated that it did not delete the insulin as he has checked the value. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube and a missing end cap sticker. No number ramping anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)